Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet with a dexcom g7 experienced a low blood glucose event, with the lowest cgm reading of 66 mg/dl and a confirmatory glucometer value of 58 mg/dl, occurring after a day of increased physical activity and accompanied by a low glucose alarm; the user treated with approximately 15 g of carbohydrate from grape juice and glucose trended upward. Symptoms included hypoglycemia. Outcomes included transient low glucose resolved with oral carbohydrate without healthcare intervention or hospitalization. Investigation included a review of device use and alarm history with user interview. Investigation of this case revealed no device malfunction, no recent supply or setup issues, and a plausible behavioral/physiologic contributor related to increased activity, while the exact cause could not be definitively determined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.